Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during a secondary infusion of flagyl (programmed amount and delivery rate unknown). The customer reported that the device had experienced an "intermittent infusion with a 500 ml bag of nacl as the primary bag. Staff called saying they noted at 0700 that half a bag of flagyl was present on the IV pole toa from off going staff noted that they had administered the flagyl so staff were not sure why there was fluid in the IV but thought it was not antibiotic since off going staff said they gave it." The customer also stated that the issue may have occurred due to "not hanging the bag the correct way" and also that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.